Event description:
It was reported that approximately one year post filter deployment, filter retrieval was performed to successfully capture retrieve the vena cava filter. However, prior to the successful filter retrieval two additional filter retrieval attempts were performed unsuccessfully. The filter was reported to be tilted with the filter apex embedded in the ivc wall. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.